Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shock and also device was coming out of the patient skin. The patient was seen by the health care professional (hcp) and patient was told by the hcp that the patient was losing fats on the side of breast that is why the device was coming out of the skin. The patient was advised to use warm compress and a pain reliever. In addition, the patient felt tired once in a while better than the patient used to with ejection fraction at thirty and now sixty with device and medication. To date, the device remains in service. No additional adverse patient effects were reported.